Event description:
An endeavor drug-eluting coronary stent system, length 24mm diameter 3mm was used to treat a lesion in a pt. A stent thrombosis occurred 6 days post implant. Approximately 3 weeks prior to the procedure, 2 endeavor sprint rx drug-eluting coronary stent systems, one of length 24mm, diameter 2.5mm (MDR#2953200-2009-01160) and one of length 12mm, diameter 2.5mm (MDR#2953200-2009-01161) were implanted to the pt's circumflex. During the procedure to implant the 2 endeavors, the physician noticed a lesion in an unk vessel, described as being located "to the right". The pt returned electively 3 weeks later and the endeavor stent, length 24mm, diameter 3mm was implanted to this lesion. Six days post implant of the 24mm x 3mm stent, the pt returned to the hospital with rca thrombosis. The thrombosis was treated using a balloon and an endeavor stent. The proximal and mid circumflex were treated with an export aspiration catheter. Pt's status post procedure is unk. Neither the device nor procedural images have been received by medtronic for evaluation.

Manufacturer narrative:
Secondary intervention - ballooning and stenting of rca, export catheter used to treat thrombus in circumflex - evaluation: stent thrombosis.